Manufacturer narrative:
Product event summary #(B)(6) 2015: patient reported a por error code. Concomitant medical products: product ID: fa37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 377760, lot# n0028035, implanted: (B)(6) 2005, product type: lead. Product ID: 355029, lot# n0028586, implanted: (B)(6) 2005, product type: accessory. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. (B)(4)

Event description:
It was reported that the patient had been on an airplane earlier and when they reached a family member's house they observed a power-on-reset (por) message on their implantable neurostimulator (ins). The por was not related to an overdischarge but it was noted that the issue could be related to exposure to security gates/theft detectors. It was reviewed with the patient how to clear the por message using the programmer unit. The patient was able to clear the por and turn the therapy back on. It was reported that the therapy was adequate for the patient. The indication for use for the device was noted as complex regional pain syndrome type I. If additional information is received, a follow-up report will be sent.